Manufacturer narrative:
The reported event of backup was confirmed. The device was received in backup vvi mode due to a power on reset (por). The device image review found the device was operating with battery voltage at beginning of life (bol) level and normal current consumption. During initial testing, the pacemaker reverted to backup operation when the product code was reloaded to recover the device. However, after the firmware re-download was performed again, and the device was taken out of reset, the pacemaker maintained normal functionality thereafter, and did not reset or enter backup operation during subsequent testing. Electrical, mechanical and stress tests were performed, and no anomalies were detected.

Event description:
During follow-up, the device was noted in backup vvi mode and there was a loss of defibrillation support. The device was exchanged to resolve the event and the patient was in stable condition with no adverse consequences.